Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had been experiencing high blood glucose. The customer¿s blood glucose during the incident was over 600 mg/dl. Their current blood glucose was 482 mg/dl. They also experienced high blood glucose of 522 mg/dl, 450 mg/dl, and 417 mg/dl. They did not have any symptoms related to their high blood glucose. They treated their high blood glucose with the insulin pump. Troubleshooting was performed and insulin exited without incident. The infusion set¿s cannula was not bent. The settings were programmed accurately. The device passed the displacement test and the basic occlusion test. The device will not be returned for analysis.